Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges when the flapper is turned off the chair continues to run.